Event description:
It was reported that the patient mentioned getting a ¿shock¿ or feeling of stimulation increasing sometimes when using the personal therapy manager (ptm) for a pump they also had implanted. The caller noted that the patient had the pump located ¿about two inches away¿ from the stimulator for pain and inquired if this could be interfering. Additional information was requested but was not available at the date of this report.

Event description:
No further information was reported regarding the original incident. It was noted the patient¿s ptm had since been replaced and the patient was ¿doing fine" at the time of follow-up.

Manufacturer narrative:
(B)(4).